Event description:
It was reported that the patient had a systemic infection. The implantable pulse generator (ipg) and leads were explanted and the patient was admitted to the ICU to clear the infection and to have a replacement device implanted in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, (B)(6) 2014. (B)(4).